Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump is having power issues. The pump has intermittent power issues. The patient mentioned that the battery cap threads are stripped and the batter cap will not attach to the pump. The patient stated that the battery cap was never replaced. The patient mentioned that their blood glucose (bg) level was 600mg/dl with nausea and a headache. The patient did not receive treatment. This report is being made due to the hyperglycemic event the patient experienced due to an alleged damage power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the power on resets observed in the black box. Battery compartment is cracked near the case seal. Returned battery cap has stripped threads and is unable to attach to the pump; the power on resets duplicated with returned battery cap. A new test battery cap is able to fully attach to the pump and was used to complete 24hr duration testing; no powers issues duplicated with test battery cap. Pump passed a delivery accuracy test successfully. There was no internal moisture damage or damage to the pcb. A time/date reset after power on resets was observed in the black box. Inspection of the bt1 internal battery showed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.